Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined as the instrument was discarded by the site and is not available for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. An image of the buttress material used by the surgeon was reviewed by intuitive surgical, inc. (Isi) clinical development engineering (cde) team and the following information was received: the ethicon buttress material has not been validated for use with sureform 60 stapler. The non-validated 3rd party buttress material could potentially interfere with staple deployment/formation. Logs show that sureform 60 stapler with part #480460-09, lot k91201103-0075 fired qty 6 reloads (3 green followed by 3 blue). All the green firings were completed per the logs, two of the three had 1 pause during firing, the other one completed without pausing. The first blue firing resulted in a firing failure at 99% completion (different user facing message than ¿tissue too thick to continue¿). It appears this firing paused twice before failing to complete. The two subsequent blue firings were completed without pausing. There were no incomplete clamps performed by this instrument. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, while stapling with a blue reload, the sureform 60 stapler cut the tissue without stapling. As a result, there was some additional bleeding, and the surgeon sutured the stomach close. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Device manufacture date is unknown.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, while stapling with a blue reload, the sureform 60 stapler cut the tissue without stapling. As a result, there was some bleeding, and the surgeon sutured the stomach close. The surgeon used ethicon stapler reinforcement strips as a buttress material (the surgeon was told these are not recommended before). The procedure was completed with the same sureform 60 stapler instrument with no further issues. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr stated that he was not present during the procedure. However, the surgeon informed the csr of the incident. During the 4th fire, with a blue sureform60 reload, the system generated a ¿tissue too thick to continue¿ error message. The surgeon repositioned the stapler, clamped successfully, and then fired. The tissue was stapled halfway; the stapler reportedly continued cutting but did not staple properly. Since the stomach tissue was cut without being stapled, bleeding was witnessed, and the surgeon sutured the cut tissue. The surgeon did not excise additional stomach tissue. The bleeding was little more than the normal incidental bleeding; however, it was not an issue. The stapler and reload was discarded. No video of the procedure was available to isi for review.